Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient¿s blood glucose (bg) read hi with dry mouth. The reporter stated that the pump has been alarming no delivery. The alarm history showed occlusion warning received. Customer support (cs) called the reporter back and the reporter stated that the site was changed after initial call to cs with another representative and that the insulin was flowing properly as cold insulin was used and it was not delivering. The reporter stated that insulin was stuck in tubing but after the site was changed the insulin started delivering. This report is being made due to the patient¿s hyperglycemic event that resulted from the patient using cold/frozen insulin.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the black box and the alarm history indicated multiple occlusions had occurred due to high force. The total daily dose history appeared inaccurate due to a manual time and date change from (B)(6) 2014 9:05pm to (B)(6) 2014 9:04pm. The pump was exercised for 24 hours with a 1unit per hour basal rate. No errors, alarms or warnings occurred during testing. The total daily dose history reflected the appropriate amount of 24units after the duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient using cold/frozen insulin).